Manufacturer narrative:
A review of the service report indicates the customer reported their system displayed a system message (sm) "unknown footswitch type is detected". The company representative examined the system. The footswitch, footswitch cable, and footswitch interface printed circuit board (pcb) were replaced. The software was updated. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the system displayed a system message and locked prior to a procedure. The scheduled procedure was not completed although the patient had already received peribulbar anesthesia. All remaining scheduled cases were canceled.